Event description:
It is reported that balloon rupture occurred. The 60% stenosed target lesion was located in the iliac vein. A 14-6/5.8/75 xxl balloon catheter was advanced for dilation. However, during second inflation at 4 atmospheres for 30 seconds, the balloon ruptured. Another 14-6/5.8/75 xxl balloon catheters was advanced for dilation but also ruptured during second inflation at 4 atmospheres for 30 seconds. Both balloons were removed with no device fragment left inside the patient. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.